Event description:
The pt stated, that the adhesive of her infusion sites are not staying in place while swimming. She stated that, the sites stay in place while showering and exercising. No physiological effects were reported. A sample of tegaderm was sent to the pt to keep the infusion sites in place. Upon follow up the pt stated that she had received the sample and has had no further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.